Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd ultra-fine¿ short pen needle was difficult to operate. The following information was provided by the initial reporter: "consumer reported patient end will not attach to insulin pen."

Event description:
It was reported bd ultra-fine¿ short pen needle was difficult to operate. The following information was provided by the initial reporter: "consumer reported patient end will not attach to insulin pen."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 07-feb-2022. H6: investigation summary customer returned (54) open 31gx8mm bd pen needles. Detached tear drop labels from lot# 1173026 and 1202178 were returned with the samples. The consumer reported that the patient end will not attach to the insulin pen. The returned samples were examined, and it was observed that 6 out of the 54 pen needles featured a bent non-patient end (npe) cannula. The remaining 48 samples were tested for attachment, and all 48 were able to attach to a threaded test fixture properly. The bent npe cannulas would prevent the pen needles from properly attaching to a pen injector. Since the defective samples were returned after use, the probable cause of the bent npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to confirm the customer¿s indicated failure (npe cannula bent). The root cause for this issue is user related. The npe cannulas were bent by the user after handling the pen needles. H3 other text : see h10.